Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery before and after a battery change. The customer's blood glucose reading was 112 mg/dl at the time of incident but woke up in the morning with blood glucose of 50 mg/dl. The customer was advised to disconnect and reconnect tubing and try with a new reservoir and insulin exited the tubing. Troubleshooting advised that no delivery was most likely the result of an occlusion. Customer indicated that they will change the entire set.